Event description:
Elderly female with history of cad (coronary artery disease) and htn (hypertension), recent sob (shortness of breath) and chest pain. Procedure: right and left heart cath. The disk to the vascade closure device would not close, and the tube to release the collagen would not retract to deliver the collagen to the top of the vessel wall. Closure turned into a manual hold. No known harm to patient. Manufacturer response for vascade 5f, vascade (per site reporter): will obtain.